Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating for electric insulation of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp instrument. The above device handling has warned in the instruction manual as follows. If the grasping section, metal-exposed area around it or the probe tip gets stuck tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
We received the following report. *during a laparoscopic assisted supracervical hysterectomy (lash), three devices were used. The probe tip of the first device was broken off intraoperatively inside the patient. When the doctor pressed the seal & cut button, the probe broke. The user exchanged the first device for the second device. Probe damage error occurred. The intended procedure was completed with the third device. The fragment of the first device could not be found with an x-ray and ultrasound. The fragment was found afterward via CT. For that reason, the second surgery was planned and the fragment could be found during the second surgery. The patient was suffered from a compartment syndrome due to the extension of the first surgery time. The patient has been in the hospital for about 1 month due to the second scheduled surgery and the compartment syndrome that has been developed. This is the report on the second device. On december 6, 2019, olympus medical systems corp. (Omsc) found that the coating of the grasping section was partially missing. This is the report regarding the missing of the grasping section coating.